Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure. The blood glucose level rose to 17 mmol/l (306 mg/dl). The pod was worn between 4 and 24 hours on the leg. As treatment, a correction dose of insulin was given via injection.

Manufacturer narrative:
The device was received deployed. The data shows the device completed both the first and second priming sequences and delivered 664 pulses, including multiple boluses. No timeouts or drive stalls were seen in the download data. No damages or defects were found that would result in a needle mechanism failure.